Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately a year post port and catheter placement, the catheter was allegedly identified as broken slightly outside the catheter insertion segment of the right subclavian vein. It was further reported that the distal catheter segment allegedly migrated into the right atrium. Reportedly, the port body was removed and the distal catheter segment was removed using a snare. There was no reported further complications.